Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2014; inratio: 3.5; lab: 11.0. Both tests were conducted on the same day >3 hours apart. Patient self tester could not provide any more information on time frame. Therapeutic range: 2.0-3.0. Patient self tester was hospitalized for 1 day on 11/25 due to a continual nose bleed and external bleeding bruising. Patient was administered vitamin k and kept overnight to monitor inr. The nose bleed was stopped after vitamin k was administered. The patient was released on (B)(6) after his inr had been reduced and all bleeding had stopped. Caller reports that their finger may have touched the strip but they were unsure.

Manufacturer narrative:
As of (B)(6) 2015, the product has not returned for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. Root cause could not be determined from the information provided by the customer. Further investigation into these issues will be pursued under CAPA-(B)(4).